Event description:
Patient called in 2002 alleging that one touch profile meter was not turning on and that patient had to go to the hospital a year ago. Patient reportedly does not remember exactly when patient had to go to the ER and was treated. Patient reportedly has memory lapses. No further information was reported. Unable to contact the customer to obtain more information. Attempted contact twice. Also sending letter.